Event description:
The customer reported that the sys was displaying an error message that would not clear. This prevented the sys from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The following components were replaced: the single board computer, backplane board, video controller board, display adaptor board, image processor board, system interface board, fluoro functions board, generator interface board and hard drive, and the system software was upgraded/reloaded. The system was then found to be operating as intended.